Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to terminal end damage. The lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to terminal end damage. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the terminal end damage allegation was confirmed based on the observation of a broken terminal end. The peek is broken in the area and the e1 coil is stretched and ma is noted in the area. No information was given on how the break occurred. It appears that the lead experienced a force on it in this area greater than the lead was built to withstand.